Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation but was unable to conclusively determine a root cause for the reported problem.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a shorted cable.

Event description:
A user facility reported "the image does not appear" when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.